Event description:
Additional information received reported the following three things: (I) that the patient did not have concerns with his device or therapy; (ii) that the patient's concerns were resolved when he met with his physician and/or manufacturer representative with an appointment date of (B)(6), 2012; and (iii) that the patient was still having concerns but was working with his physician and/or manufacturer representative with an appointment date of (B)(6), 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced a loss of therapeutic effect with acute pain in the left leg since the implant of the neurostimulator (ins) in 2003, but has started to feel pain in right leg in the last (B)(6) months. When the second ins was implanted in (B)(6) 2003, the lead was placed in between the shoulder blades which caused spasms and muscle cramps in his back. He has been prescribed muscle relaxers and pain pills. He took too many muscle relaxers and he felt like a "zombie", so he cut back on the amount. Reprogramming was attempted but did not resolve. Additional troubleshooting was done and the issue was fixed, however, he still had the spasms. He had exploratory surgery on l5 in the 1960's or 1970's. He had surgery in 1978 or 1979, on his l5, but he did not know what was done. A nerve was cut during this surgery, resulting in no feeling in his left shin bone. The patient also had cataracts surgery in (B)(6) 2012. The patient had arthritis in his joints also. He thought his ins was almost depleted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: (B)(4), serial# (B)(4), implanted: (B)(6) 2003, explanted:, product type: extension; product ID: (B)(4), serial# (B)(4), product type: programmer; patient product ID: (B)(4), lot# l79814, implanted: (B)(6) 2003, explanted:, product type: lead; product ID (B)(4), lot# lb6696, implanted: (B)(6) 2003, explanted:, product type: accessory. (B)(4).

Event description:
Additional information: impedance testing and battery life testing were performed on (B)(6) 2012, and the battery was shown to be at end of service (eos). The implantable pulse generator (ipg) was replaced. It was reported that the patient was getting effective therapy.